Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The device passed the homechoice rite (return instrument test/evaluation) functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold and/or insufficient drain: false empty detect and use error. Target ultrafiltration is set to an inappropriate value so the system does not alarm (0ml). A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 3950ml. This event meets overfill criteria.